Event description:
It was reported that the implantable cardiac monitor (icm) device was explanted electively due to unknown reasons. No other device was implanted. No adverse patient effects were reported.